Event description:
During a roux-en-y procedure, the shears stopped working near the end of the case. Generator was turned on and off, instrument was re-torqued to no avail. Case completed with endocutter. No patient consequence.